Event description:
Boston scientific received information that this brady lead was reported to have not been working. Attempts to obtain additional information were unsuccessful. This lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.